Event description:
It was reported when the device was used in a roux-en-y gastric bypass, the device would not staple. The case was completed by oversewing the site. Or time was extended for three and a half hours.